Manufacturer narrative:
This report is associated with argus (B)(4), sensodyne pronamel toothbrush.

Event description:
Choking. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for unknown indication. On an unknown date, the patient started sensodyne pronamel toothbrush. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were not reported. It was unknown if the reporter considered the choking to be related to sensodyne pronamel toothbrush. Additional details: the patient used the toothbrush for the first time, and after nearly choking on it, noticed that the bristles were coming out of the brush.

Manufacturer narrative:
This report is associated with argus (B)(4), sensodyne pronamel toothbrush.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for unknown indication. On an unknown date, the patient started sensodyne pronamel toothbrush. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were not reported. It was unknown if the reporter considered the choking to be related to sensodyne pronamel toothbrush. Additional details: the patient used the toothbrush for the first time, and after nearly choking on it, noticed that the bristles were coming out of the brush. Follow up information received on 17-apr-2017: batch number provided: 63431.